Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump did not deliver the correct amount of insulin. Caller experienced elevated blood glucose level up to 48.3 mmol/l; went to the hospital where he was treated with an IV of saline and glucose as well as novorapid insulin and antibiotics. Requested return of the alleged device for evaluation.